Manufacturer narrative:
We received one ts105f5 catheter with 1ml b-d syringe for examination. The reported event of cardiac output issue was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. The thermistor circuits was continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations and the returned syringe functioned normal. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).

Event description:
It was reported that during use, while the cardiologist was trialing the thermodilution co catheter, resistance was felt and the co waveform was not a smooth curve. The waveform was jagged, flattened, and bell shaped. The fick system was used to measure co and the values did not correlate with the values from the swan-ganz catheter. No patient injuries were reported. Inquired of patient demographics. Unable to be obtained.